Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+3.0/132 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was repositioned but the problem was not resolved, so the lens was explanted. The lens was exchanged with a longer lens. The cause of the event was due to patient-related factor but the device also failed to perform as intended. Additional information has been requested but none has been forthcoming.